Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right atrial (ra) channel. Leading to inappropriate atrial tachy response (atr) episodes. It was noted that the patient experienced palpitations and a revision of the data was requested. The data confirmed that this ICD was operating as intended. Currently, this product remains in service and no additional adverse patient effects were reported.